Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. She knew it was not on because she was having symptoms coming back starting on (B)(6) 2016. She planned to contact the manufacturer again when she had assistance.

Event description:
It was later reported that health care provider was notified on march 14, 2016. The patient reported that what led to the loss of therapy was because patient pinched and got it messed up. The patient stated that the step taking to resolve the return of symptom indicated that patient did it as she was supposed to do. It was reported that the return of symptoms and loss of therapy was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.